Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining "vacuum under limit" errors and fluid leaking from an access 2 immunoassay analyzer. Medical attention was not sought for this event. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event on (B)(4) 2011. The fse replaced the vacuum pump and performed a passing system check. (B)(4).